Manufacturer narrative:
(B)(4). The reported event could not be confirmed based on limited information received. No products were returned; therefore, the visual and dimensional inspections were not performed. Device history record (DHR) review was unable to be performed as the lot number of the device involved in the event is unknown. A definitive root cause cannot be determined with the information provided. No corrective actions, preventive actions, or field actions resulted after investigation of this event. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
This follow-up report is being filled to relay a additional information, which was unknown at the time of the initial medwatch. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Manufacturer narrative:
Pt identifier: - (B)(6). Concomitant medical product - unknown humeral stem, cat#: ni lot#: ni. Customer has indicated that the product will not be returned [location unknown] to zimmer biomet for investigation. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filed for this patient, please see associated report: 0001825034 - 2017 - 05086.

Event description:
It was reported that the patient underwent a right shoulder hemi-arthroplasty revision due to glenoid wear approximately eight (8) years post-implantation. An srs reverse shoulder arthroplasty was implanted. Attempts have been made and additional information on the reported event is unavailable at this time.